Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) analyzed the system onsite and verified that the touch screen module went blank and froze. After reviewing the log file, fse found numerous session manager process errors from the suite pc. Fse reloaded the suite pc software and it resolve temporally. On 29th january 2024 this issue re occurred and fse replaced the tsm (touch screen module and reloaded the suit pc software. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor went black. The customer rebooted the system, which was reported to take approximately 10 minutes to complete. There was no reported patient or user harm. Philips has started an investigation of this complaint.